Event description:
When preloading the stapler, it did not function properly. It was noted the stapler was very slow to open when preloading. There was no harm to the patient.what was the original intended procedure?lap cholecystectomy.device #1is this a laboratory device or laboratory test?no.